Event description:
It was reported that for the 3 months prior to report the implantable neurostimulator (ins) had been "cutting into" the patient's back and was "kind of infected". The patient saw his healthcare provider and received antibiotics. It was reported the infection had cleared.

Manufacturer narrative:
Concomitant medical devices: product ID: 37743, serial#: (B)(4), product type: programmer, patient; product ID: 3888-33, lot#: v362201, implanted: (B)(6) 2009, product type: lead; product ID: 3998, lot#: j0511626v, implanted: (B)(6) 2005, product type: lead; product ID: 3888-33, lot#: v362201, implanted: (B)(6) 2009, product type: lead; product ID: 37752, serial#: (B)(4), product type: recharger; product ID: 3708240, serial#: (B)(4), implanted: (B)(6) 2009, product type: extension; product ID: 748951, serial#: (B)(4), implanted: (B)(6) 2005, product type: extension; product ID: 748951, serial#: (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).